Event description:
It was reported that oversensing noise resulted in non-sustained right ventricular oversensing (nsrvo) episode was noted on the right atrial (ra) lead. Programming changes were performed. The patient's condition remained stable.